Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 99mg/dl vs. 146 lab. Tests were done within 11-20 mins with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.